Event description:
It was reported that the patient experienced syncope due to an inappropriately programmed detection delay. Review of the episode revealed normal device function. Programming changes were made.